Manufacturer narrative:
A lumenis service engineer visited the site two (2) days after the reported event and examined the system having confirmed that the 45° mirror was damaged. The engineer replaced the mirror and then checked the alignment and energy of the system; the laser was found to have met manufacturer specifications and was returned to the facility safe and operational. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. A review of historical product complaints shows that the same malfunction of "error 87 or damaged 45° mirror" has not led to serious injury in the past. A review of system risk files ((B)(4)) revealed risk #2.3.1; optical misalignment failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120 laser was being utilized, error 87 appeared on the system's screen and displayed the message "system cannot lase: an error has occurred and the system cannot lase. Please call lumenis service for support". The user tried rebooting the system to clear the error, but it wouldn't clear. Unable to continue with the laser, an alternate device was brought it to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.